Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). Evaluation summary (B)(4) no anomalies found. (B)(4) full lead.

Event description:
It was reported that the lead had no capture, threshold issues, was dislodged, and was causing muscle stimulation. The physician was unable to reposition the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.